Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent the removal attempt fourteen days post implantation. The patient also reports to be suffering from blood clots, numbness and tingling and leg issues. According to the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolus (pe) and was set to undergo gyn surgery. Therefore the filter was placed prophylactically. The filter was deployed in the infrarenal position without any reported complications. The device¿s expiration date is march 2008. As reported, the patient underwent implantation of an optease inferior vena cava (ivc) filer. Per the medical records, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolus (pe) and was set to undergo gyn surgery. Therefore, the filter was placed prophylactically. The filter was deployed in the infrarenal position without any reported complications. At an unspecified time after placement of the optease filter, it malfunctioned causing injuries but not limited to, thrombosis, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient has reportedly suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that the patient underwent the removal attempt fourteen days post implantation. The patient also reports to be suffering from blood clots, numbness and tingling and leg issues. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0305753 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and thrombosis within the filter and vasculature do not represent a device malfunction. Numbness in the legs does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.  As reported, in an unspecified period of time after placement of an optease filter in a patient, it malfunctioned causing injuries but not limited to, thrombosis, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient has reportedly suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The dates of the implant and retrieval are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, an unspecified period of time after placement of an optease filter, it malfunctioned causing injuries but not limited to, thrombosis, unsuccessful removal attempt, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient has reportedly suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.